Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6)2024. A photograph was provided for investigation. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.